Manufacturer narrative:
Date of event is estimated. A patient had their system explanted and replaced due to lead migration was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-48885. It was reported that the patient suffered from several falls that coincided with a loss of therapy. X-rays were taken which confirmed slight lead migration of the left scs percutaneous lead. In turn, the patient underwent surgical intervention wherein both scs leads were explanted and replaced with a paddle lead to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.